Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels for three months leading up to the call. Customer stated that her blood glucose levels drop during her menstrual cycle or following intense exercise. Blood glucose level at the time of the incident was around 38 or 39 mg/dl. The insulin pump was not replaced or returned for analysis.